Event description:
It was reported by the patient that the device has "moved downward". Patient noted they are unable to raise arm over their head due to pain and the device area is red. The patient noted thinking they had an infection because they feel "chills all the time". Follow-up with the clinic determined the patient has not been seen since previous year and no further information was available. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.